Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (540 mg/dl). The customer required an ambulance to be transported to the ER due to being incapacitated by the bg. While in the hospital, the customer was treated with intravenous saline and insulin. No permanent damage to the customer was identified. The customer suspected that the reported issue was caused by a failed infusion set; but ultimately, the cause of the reported issue could not be confirmed. The customer was released from the hospital on (B)(6) 2025 with no permanent damage.